Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. Three photos were received for evaluation. Visual inspection noted the following: * one photo shows the label on the pad pouch, lot number ngjx2427. * two photos confirm the reported issue, as they show a chest pad with liner partially peeled off and bubbles underneath the hydrogel where the hydrogel layer had lifted from the pad surface. The sample does not meet specifications per (B)(4) rev 13 which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The instructions-for-use are found to be adequate. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), they received negative feedback from their customers regarding the quality of the arctic gel pads. They reported that when they opened a new pack, the gel pad was in very poor condition flabby, with the hydrogel layer nearly peeling off. Per follow up information received via mail on 19mar2025, nurse had thrown away the gel pad, so they don¿t have the sample to return to bd approved facility. The issue was resolved. Since that was an emergency and they did not have another gel pad, so the doctor decided to use the flabby gel pad for patient.